Manufacturer narrative:
Medical device expiration date: n/a, initial reporter phone #: unknown, a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter (possibly plastic) is found on syringe prior to injection with a bd syringe 20 ml ll s/c 50. The following information was provided by the initial reporter: it was reported slivers of possibly plastic are being found on the syringes prior to injection.

Event description:
It was reported that foreign matter (possibly plastic) is found on syringe prior to injection with a bd syringe 20ml ll s/c 50. The following information was provided by the initial reporter: it was reported slivers of possibly plastic are being found on the syringes prior to injection.

Manufacturer narrative:
H.6. Investigation: samples were sent for investigation, however mexico has suspended shipment of potentially contaminated samples due to covid-19 concerns. Therefore, bd will not be receiving samples on this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.